Event description:
It was reported that during the implant of the implantable pacing lead (ipl) into the high ventricular septum, the three parameters of the first attempt were not good. The ipl was ready to be screwed out and changed to other positions, but there was a lot of resistance when the ipl was unscrewed. When the ipl tip was unscrewed it was noted that the tip was broken. The ipl broken tip remained in the myocardium. A confirmed fracture of the ipl was noted. The remaining portion of the ipl was removed and a new lead was implanted. It was also reported that during use of the guide catheter due to the rotational deformation of the tip end, it could not be used again and was broken. The guide catheter was noted as having a loose, detached part. The guide catheter was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.